Event description:
It was reported that the deep brain stimulation (dbs) patient experienced what was described as "abnormal behaviors" and incontinence the night after the implantable pulse generator (ipg) was implanted. The patient was admitted to the emergency room (ER) due to a hemorrhage that was discovered in his brain around the right lead that had been placed the week prior. The patient was kept overnight, and it was noted that the hemorrhage did not progress, and the patient was stable; no further action was taken.